Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that this patient states his "device has rolled over inside of his chest and swells up". The patient states he went to the emergency room and had a chest x-ray taken and was told by his physician that both his leads are broken and or have dislodged. The patient also reports symptoms of pain in the shoulder, burning and electrical feelings down the arm. The patient stated he was seen by a physician but this physician did not do pacemaker checks. Our records indicate that both leads remain in service.